Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy there was a failure of installation at hpjm. The screw broke off inside the patient in the bone tunnel at the beginning of screwing. The broken piece was removed from patient and a new one had to be used to finish the surgery successfully. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.